Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a leak in the disposable which is a known cause of the reported alarm. The cause of the leak could not be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line) alarm. The alarm occurred during dwell three of four. The patient was connected. During troubleshooting, the caregiver noticed an air bubble in the patient line, and discovered that there was a leak in the tubing coming from the heater bag. The technical service representative (tsr) explained the alarm and assisted the caregiver to end therapy. The tsr advised a manual drain since the patient had a final fill with an extraneal bag. There was no patient injury or medical intervention associated with this event. No additional information is available.